Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's left hip. In providing information for an intra-op event for the patient's left hip, the clinical sales specialist (css) confirmed that the procedure was a revision of stryker implants. Reason for revision was reported as 'trauma'. An mdm metal liner, adm/ mdm poly insert, femoral head, and stem were revised. For revision on (B)(6) 2024, bone fracture and subsequent device instability requiring hip revision and new components being implanted.

Event description:
This pi is for revision of the patient's left hip. In providing information for an intra-op event for the patient's left hip, the clinical sales specialist (css) confirmed that the procedure was a revision of stryker implants. Reason for revision was reported as 'trauma'. An mdm metal liner, adm/ mdm poly insert, femoral head, and stem were revised. For revision on (B)(6) 2024, bone fracture and subsequent device instability requiring hip revision and new components being implanted.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an pca stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of provided medical records with a clinical consultant indicated: "brief summary: these product inquiries concern a 78-year-old female who underwent what appears to be a revision type procedure on (B)(6) 2013. We do not have the exact details of the revision procedure but it appears that it was done with a pca stem. Patient then underwent a revision of that hip on (B)(6) 2024. It was said that the patient required revision due to trauma and a bone fracture and subsequent device instability. An mdm metal liner, adm/mdm poly insert, femoral head and stem were revised. During this revision procedure a constrained liner was chosen to be used. Apparently upon impacting the liner it did not seat properly and therefore a new constrained liner was utilized and implanted. Confirmation of event: I can confirm that the patient at some point in the past had a total hip arthroplasty using a pca stem and a cementless acetabular cup with crews since I was able to see an xray with those components in place. I can also confirm that the patient had what appeared to be a femoral fracture and loosening of the stem which required subsequent revision on (B)(6) 2024 since I was able to see the x-ray showing the loose stem and fracture and also the usage sheet with the revision components. I cannot definitely confirm the fact that a constrained liner would not seat properly. I can only confirm that a second constrained liner was utilized. Root cause analysis: the root cause of these events cannot be determined with certainty. The root cause of the patient's revision in 2013 is on knowable without any information. The root cause of the need for a revision procedure in 2024 again cannot be determined with certainty. Causes of femoral fracture include trauma and loss of bone stock and loss of support for the implant with demineralization of the bone surrounding the prosthesis. As local changes occur in the bone and especially after trauma, loosening of the femoral implant can occur. The root cause of the need for a second constrained liner cannot be determined with certainty, however in most cases this is a surgeon technical issue, unless the liner can be shown to be defective or somehow outside the range of tolerance of the cup." Product history review: review of the device history records could not be completed due to insufficient information. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture. A review of provided medical records with a clinical consultant indicated: "brief summary: these product inquiries concern a 78-year-old female who underwent what appears to be a revision type procedure on (B)(6) 2013. We do not have the exact details of the revision procedure but it appears that it was done with a pca stem. Patient then underwent a revision of that hip on (B)(6) 2024. It was said that the patient required revision due to trauma and a bone fracture and subsequent device instability. An mdm metal liner, adm/mdm poly insert, femoral head and stem were revised. During this revision procedure a constrained liner was chosen to be used. Apparently upon impacting the liner it did not seat properly and therefore a new constrained liner was utilized and implanted." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.